Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of (B)(6) drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that replaced the retractor band on the auxiliary fh drawer 7. The fse then initiated the final test using the hardware test application (hta), and the test was successfully completed with no issues observed. During dchu visual inspection: pn 353844-01: the unit revealed copper strands with signs of thermal damage. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of (B)(6) drawer failure was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, which located on (B)(6). As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.